Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips remote service engineer (rse) communicated with customer and confirmed that the live monitor was black. Upon remote troubleshooting rse found that monitor settings were changed during cleaning. To resolve the issue rse guided the user to set the correct signal source in the monitor settings. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the patient is on the system and live monitor was black. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips remote service engineer (rse) instructed the user to use the correct the signal source. The device was returned to use in good working order.